Event description:
A blood leak from the gas path initially and then from the gas vent was noted during the procedure. The unit was not changed out, however, the pt was reported to have expired before completion of bypass.